Manufacturer narrative:
The wire was discarded at user facility. The root cause of the event could not be determined.

Event description:
Same event as MFR# 6000118-2007-00032. It was reported that during a rotational atherectomy procedure, the tip of the rotawire guide wire fractured. The 99% stenotic lesion was located in the calcified and extremely tortuous distal left circumflex (lcx) artery. The physician was attempting to ablate with a 1.5mm burr, however; he was unable to cross to the lesion. The burr was changed to a 1.25mm burr, however, it also failed to cross the lesion. Therefore, the physician stopped the procedure and tried to remove the guide wire, but the top 1cm of the guide wire remained in the lesion. The physician stated that "the burr touched to tapered wire." Due to the tortuosity of the vessel, no attempt was made at retrieval of the guide wire tip and it remains in the lesion. Pt status listed as "good".